Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the cap seems to be loose in some tubes, compared with the ones we usually use."

Manufacturer narrative:
H6: investigation: bd had not received samples, but 11 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper creepout with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout. Bd has initiated further root cause investigation relating to the issue of stopper creepout through CAPA #1875009.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the cap seems to be loose in some tubes, compared with the ones we usually use."